Event description:
It was reported that the system controller was exchanged on 30oct2023 for a broken pin in the power cord. System controller (B)(6) was then made the primary system controller. There were no log files available from the time of the event. The exchanged system controller was not returned to abbott.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a "broken pin in the power cord" was unable to be confirmed. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed for the heartmate 3 system controller (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use ( rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: the event date was estimated. Manufacturer's investigation conclusion: the reported event of a controller exchange from (B)(6) was unable to be confirmed. It was previously reported by the account that the patient was on the system controller (B)(6) on (B)(6) 2023. It was later reported on (B)(6) 2025 that the patient was on system controller, (B)(6). This indicated that there was an unknown controller exchange during the time period (B)(6) 2023 - (B)(6) 2025. The system controller, (B)(6), was not returned for analysis and log files related to the exchange were not submitted. Multiple attempts were made to obtain additional information from the customer regarding the event (including product return status, if any adverse effects occurred from the exchange, and the reason for the controller exchange from (B)(6); however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed for the heartmate 3 system controller (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, document, rev. D, heartmate 3 patient handbook, doc, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged.